Event description:
It was reported that during a peripheral intervention, guide wire tip detachment occurred. The 80% stenosed target lesion was located in the posterior tibial artery. After a 300cm pt2 moderate support guide wire was advanced to the target lesion, approximately two thirds of the tip detached and embolized to the lower leg near the patient's foot. Blood flow was limited, but there was no attempt to remove the detached device and no further intervention planned to retrieve the tip. It is believed the posterior tibial will have sufficient blood flow via the collateral arteries. No other complications were reported and the procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a peripheral intervention, guide wire tip detachment occurred. The 80% stenosed target lesion was located in the posterior tibial artery. After a 300cm pt2 moderate support guide wire was advanced to the target lesion, approximately two thirds of the tip detached and embolized to the lower leg near the patient's foot. Blood flow was limited, but there was no attempt to remove the detached device and no further intervention planned to retrieve the tip. It is believed the posterior tibial will have sufficient blood flow via the collateral arteries. No other complications were reported and the procedure was completed with another of the same device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device found that the distal end of the wire was fractured. Additionally the last 1cm of the wire is bent. The overall length of the wire was measured and found to be 297.9cm. All outer diameter measurements taken were found to meet specification. Sem analysis of the fracture surface found that the failure site exhibited a bend zone and a surface with smeared material in a longitudinal direction. The failure surface presented a discontinuous solder layer without sings of dimples rupture. The solder surface exhibited a porous region. No other material anomalies were found. Surface contamination, uneven distribution and/or amount of solder material in the welding zone could be contributing factors for sample failure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).